Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broke blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly the base. A piece approximate 0.578" x 0.085" was found to be broken off. Broken piece was not returned. Additionally, the instrument was found to have teflon pad damage. The teflon pad was torn at the distal and proximal end of the pad. There was material missing as a result.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, harmonic ace (ha) instrument blade was broken off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided image was consistent with the alleged complaint: the blade of the instrument was broken off.